Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a demonstration it was noticed that, the targeting arm on the t2 arthrodesis nail is cracked. There was no pt involvement or adverse consequences associated with this event.